Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had flashing display. Customer¿s blood glucose was 104 mg/dl at the time of incident. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments/partial display noted during testing. Device received with cracked lcd window top right corner, cracked battery tube threads and cracked case (battery tube).